Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: mustang 4.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit using de-ionised water. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal markerband. The rated burst pressure for this device is 24 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
Reportable based on device analysis completed on 24-nov-2023. It was reported that inflation slow occurred. The target lesion was located in renal artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation when pressure was reached at 24 atmospheres, the balloon failed to inflate and a gap in the tip was noticed. A new balloon was replaced and there were no patient complications reported. Patient status was stable. However, returned device analysis revealed a balloon pinhole.